Event description:
It has been identified that there was an error with the acetabular cup anteversion (aca) measurement displayed in the hemipelvis visual of the patient specific visualisation (psv).

Manufacturer narrative:
CAPA_92 combined report the design history records of the device were retrieved and assessed. It was found that the ops acetabular guide itself was designed at the correct orientation, it was only the 3d visual that was incorrect. The surgeon was informed of the issue. The surgeon reported that the patient was fine based on follow up visit and post operative xrays. There is no evidence that further intervention has been required for this patient. From the investigation, the root cause could not be identified, however to reduce the risk of reoccurrence of this event the script which generates cup orientation is updated to introduce error handling notification. Based on this, optimized ortho now consider this case closed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.